Event description:
It was reported that the ilet user experienced low blood glucose and overtreated with oral fast-acting carbohydrates, then later used a meal to correct another low without announcing it, which resulted in elevated glucose; this reflects an incorrect use procedure with no device component implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 57 mg/dl to 246 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.